Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. Drill diagnostics and a test case could not be completed as received. The drill was disassembled and it was found that the drill motor slipshaft pin had become unseated from the slipshaft. When the drill motor was replaced with a lab drill motor, the drill functioned as intended. The most likely cause of this event is degradation of the pin epoxy over time allowing the slipshaft pin to loosen due to vibration in the drill. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Any previous non-conformance with this part number was found to be unrelated. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
D10: device available for evaluation? , h7: if remedial action initiated, check type and h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number section h3, h6:the real intelligence robotic drill, part number rob10013, serial number sn(B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. Drill diagnostics and a test case could not be completed as received. The drill was disassembled and it was found that the drill motor slipshaft pin had become unseated from the slipshaft. When the drill motor was replaced with a lab drill motor, the drill functioned as intended. The most likely cause of this event is degradation of the pin epoxy over time allowing the slipshaft pin to loosen due to vibration in the drill. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Any previous non-conformance with this part number was found to be unrelated. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor.the first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: medical device problem code, component code, type of investigation, investigation findings and investigation conclusions

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the surgeon experienced multiple time outs during milling the distal femur with the real intelligence robotic drill. A second real intelligence robotic drill was opened and an internal error was received and was unable to calibrate it. Surgery was resumed, after a non-significant delay, with a third real intelligence robotic drill device without error. Patient was not injured as consequence of this problem.